Manufacturer narrative:
The treatment tip was returned for evaluation. During the evaluation of the treatment tip, service confirmed damage along the radiofrequency trace of the tip. This evaluation confirms the customer¿s account of damage to the tip membrane during treatment. Defects on the tip membrane can lead to a rise in temperature of the tip during treatment and can potentially cause patient burns. A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the radiofrequency trace. Investigation found flame/spark from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. No patient injury was reported during the treatment.

Event description:
A distributor reported that during a thermage treatment the tip membrane was damaged. The treatment was completed using another tip. No patient injury was reported.